Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using care link. No damage noted in the reservoir compartment. Device had scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer went to emergency room due to low blood glucose level on (B)(6) 2020. Customer had blood glucose level of 47 mg/dl. Customer had blood glucose level of 234 mg/dl. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis. Frn-mmt-332a, unomed-mmt-381, ozp-mmt-7020a.